Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead was found to exhibit an increase in shock impedance measurements, rising from 60 to 80 ohms, still within normal limits. This was confirmed to be a gradual increase. All other rv lead measurements were stable and no noise was observed. Technical services (ts) was consulted, and it was discussed that the observation was suggestive of mineralization/calcification on the coil of the lead. Ts also advised to evaluate this lead every three months to ensure measurements remain within range. The physician opted to continue to monitor this patient. No adverse patient effects were reported. This lead remains in service.